Event description:
Related manufacturer reference number: 2017865-2021-33867. Related manufacturer reference number: 2017865-2021-33868. It was reported that the patient presented in clinic upon developing an infection. The patient's full implantable cardioverter defibrillator system was explanted. The patient's health condition was unknown.